Event description:
Customer reported being hospitalized due to high blood glucose levels, which may be due to bad insulin. Customer also had an alarm because of constantly bolusing. Troubleshooting was performed and pump appeared to be functioning properly.